Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-83 occurred on vi dv integrated electrosurgical unit (iesu), which prevented monopolar energy activation. Before contacting the tse, the customer had replaced the instrument and energy cable, but the issue was not resolved. The tse had the customer power cycle the iesu, but the issue persisted. The customer elected to continue the procedure without monopolar energy with the same iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical generator unit (iesu) was analyzed and found to have faults c-83 and m-02 on startup indicating a communication issue with the instrument interface (iif) module within the erbe. The erbe will be returned to the manufacturer for further testing. The complaint was confirmed based on the field evaluation. The probable root cause of error c-83 is attributed to a communication issue of the iif module within the erbe generator. This error indicates a faulty communication between the instruments and the generator.

Event description:
Refer to h11 for follow-up information.